Manufacturer narrative:
Product analysis: it was determined at analysis that the stylus wasn't working, the left and right display hasps were broken, the paper tray was missing and the lower bullets were worn-out. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer required corrective maintenance, repair. The programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.